Manufacturer narrative:
On 06/11/2019 - per our call center, the consumer was supposed to call back with additional details. To date, the consumer has not responded to the complaint.

Event description:
On 6/11/2019 - the consumer claims that the product smelled like smoke and caught fire from within side the product. The charger on the product had melted. The consumer was supposed to call back with additions details but to date has not.